Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. There were no "no delivery alarm" noted on the event date 03-dec-2024 in the pump history file. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was received without the original belt clip. Unable to verify damage to the belt clip. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, broken off/chipped battery tube threads, cracked case at the battery tube side, deep scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 03-dec-2024 in the pump history file. 12/03/2024 01:16:06.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 4 bolusamountdelivered = 4 12/03/2024 02:24:52.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 please see below for the daily total of all insulin delivered on the event date 03-dec-2024 in the pump history file. 12/04/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 12/03/2024 00:00:00.000 dailytotalofallinsulindelivered = 25.9 dailytotalofbasalinsulindelivered = 19.9 dailytotalofbolusinsulindelivered = 6 there were no auto suspend alarm noted in the pump history file. There were no user suspended alarm noted on the event date 03-dec-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-dec-2024 in the pump history file. 11/27/2024 14:57:00.000 alarmalertnotification faultnumber = low battery alert (104) 11/27/2024 15:41:49.000 batteryremoved 11/27/2024 15:41:49.000 alarmalertnotification faultnumber = battery removed (84) 11/27/2024 15:42:02.000 batteryinserted 11/27/2024 15:42:26.000 batteryremoved 11/27/2024 15:42:26.000 alarmalertnotification faultnumber = battery removed (84) 11/27/2024 15:42:46.000 batteryinserted earliest power data available per the power management tool/detail trace file is on 11/27/2024 7:30:00 pm. There was no power data available for the date of 11/27/2024 14:57:00.000. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Low battery alert - unknown. The pump passed the functional testing. Unable to confirm alleged ketoacidosis/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Cosmetic damage at the belt clip was unknown, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis treated with manual injection/insulin pen, hospitalization: overnight stay. The event involved product(s) mmt-398a, mmt-1715kl, mmt-332a. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-398a. Mmt-1715kl was requested and customer response was the device will be returned. No product return is required for mmt-332a.